Event description:
Reportedly, during a follow-up performed on (B)(6) 2013, the patient reported feeling palpitations since roughly one month. The device could not be interrogated and pacing at 96 min-1 was observed with or without magnet application. On (B)(6) 2013, patient was seen again. The device was forced to switch to standby mode and a service complete re-initialization was performed afterwards successfully. The device could be interrogated and programmed afterwards.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method - the programmer files were reviewed. The reported event resulted from a data alteration most probably caused by a seu. The device re-initialization restored normal behavior. There is no further indication for the subject device; normal follow-up intervals (as recommended in the labeling) should be applied.